Manufacturer narrative:
(B)(4). Batch #: u5ck2z. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, with a tyvek, and with no reload present. During the functional test, the device would not close as the closing trigger did not clamp as intended. The device was manually locked in the closed position and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence, the staple line, and cut line was complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components, upon disassembled no abnormalities were noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during set-up for laparoscopic appendectomy, 45mm stapler would not close on test. Item was tested twice and malfunctioned both times. New stapler opened and worked properly. Did not reach patient - no injury.